Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-03810 / 03811 / 03812).

Event description:
It was reported that patient underwent lateral meniscus repair procedure on (B)(6) 2015. During the procedure three maxfire marxmen were unsuccessfully attempted for use. The anchors were removed from the patient and two additional marxmen were used to complete the procedure with no further complications.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent lateral meniscus repair procedure on (B)(6) 2015. During the procedure three maxfire marxmen were unsuccessfully attempted for use. The anchors were removed from the patient and two additional marxmen were used to complete the procedure with no further complications. Additional information received reports that during the procedure, the anchors pulled out while the stitches were being tightened.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device found it was bent and twisted. This damage to the device would deem them as not able to function.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03810-1 / 03811-1 / 03812-1).